Manufacturer narrative:
The device was labeled as a single-use product. Lot # 18a015, 18f003, 18d004, and 18g016. Of the eight (8) events, the devices for six (6) events were not received for evaluation; therefore, a device analysis could not be completed. The actual devices for two (2) events were available; however, a photograph of the sample was provided for evaluation. The reported no flow condition could not be verified during evaluation of the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of lots 18a015, 18f003, 18d004, and 18g016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 8 </noe> malfunction events. It was reported that there was no flow of medication through eight (8) large volume infusors. Of the eight (8) events, it was discovered that in three (3) events the devices had stopped medication delivery during patient infusion and in five (5) events the no flow was observed during preparation/setup. There was no patient involvement in five (5) events and in three (3) events there was patient involvement with no patient consequences. No additional information is available.